Event description:
It was reported by service report that the bed makes a clicking sound and butt section does not work. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Broken welds.